Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacer-dependent patient presented to the clinic after experiencing symptoms of fatigue and shortness of breath. The device showed episodes of non-sustained lead noise. Oversensing of noise caused pauses in pacing therapy. Lead testing was recommended. The lead and pacing will be monitored.